Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. The tow suture was attached to cylinder 2. An aneurysm was visible in the bladder of cylinder 1, but no leakage was observed. The information received indicated that the aneurysm in one cylinder was noted during the implant procedure. The information does not indicate if the corpora was closed prior to testing the device during implant. The device is capable of generating pressure sufficient to cause an aneurysm in an unrestricted bladder.

Event description:
According to the available information the inflatable penile prosthesis was to be implanted on (B)(6) 2020. However, there was over-expansion of one cylinder. The cylinder with over-expansion was removed, the other cylinder remains in the body. The device was not received for evaluation. A photograph of the cylinder was received. Examination revealed an over-extension/aneurysm; however; without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, one cylinder over-expanded and was removed. The other cylinder remains in the patient's body.